Event description:
Patient had bilateral knee arthroplasties approximately four years ago for end stage medial compartment osteoarthritis after failed conservative management. Reported in 2010 that she was experiencing buckling of her left knee and taking pain meds due to pain and stiffness. Patient returned to or this year for total knee replacement (left). It was found on intraoperative assessment that the femoral unicompartmental component was loose. The tibial component was not loose. The unicompartmental components were removed and replaced with an alternative total knee system. Patient discharged into rehab facility.